Event description:
The customer contact reported charring on the ac power cord. The device was returned to the pharmacy department for an unspecified issue. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During visual inspection at the user facility, charring was noted on the ac power cord where it enters the device and on the back of the device. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.